Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Customer replaced the cartridge to address the issue. Additionally, it was reported that the rack pushrod on the pump was deteriorating. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.